Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of the index procedure: no information. Date of the index surgical procedure: no information. The diagnosis and indication for the index surgical procedure? The surgery was cervical spinal fusion. Further information has not been provided. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. Number of post-op days that patient presented with dehiscence? No information. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? The subcutaneous tissue was thick, and tension to the wound from the subcutaneous tissue was high. Location of the suture breakage: tab, middle, end? No information."

Event description:
It was reported that a patient underwent cervical spine fusion procedure on unknown date and barbed suture was used. It was reported that the surgeon used suture on the subcutaneous tissue around the cervical spine. The subcutaneous tissue was thick and the tension to the wound from the subcutaneous tissue was high. On (B)(6) "2019" the patient presented with wound dehiscence. A second procedure was performed and the barbed suture was found broken. The wound was cleaned and re-sutured using a non-absorbable suture. No signs of infection were observed. The surgeon opined that there is possibility that the event occurred due to surgeon taking relatively large bite and pitch of suturing as subcutaneous tissue was thick and surgeon tried to avoid occurrence of dead cavities. The patient will be discharged from the hospital after follow-up observation. Additional information was requested.